Manufacturer narrative:
Occupation: nicu assistant manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the tip of a fuhrman pleural/pneumopericardial drainage catheter broke off during removal and remained in the pleural space of an infant nicu patient. The chest tube was placed into the right pleural space of the patient via micropuncture at bedside. No issues were experienced during placement. The device was in place for approximately 4 days and 5.75 hours before it was removed. During removal, a 25mm section of the catheter was retained within the soft tissue of the pleural space. Additional imaging in the form of a chest x-ray and ultrasound were performed. Surgery will be required at a future date for catheter tip retrieval. Hospitalization for the patient was not extended due to this occurrence. No additional harm to the patient has been reported at this time.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation / evaluation: it was reported by (B)(6), rn of (B)(6) hospital that on (B)(6) 2022 a portion of the catheter in a fuhrman pleural/pneumopericardia drainage set (rpn: c-ppd-500-wce-imh; lot#: unknown) was discovered in a patient. The catheter was placed via micro-puncture in the right pleural space at a nicu bedside and was removed approximately 4 days and 5.75 hours later. Three days after removal, an x-ray was taken and a piece of the catheter about 25 mm in length was noted "within the soft tissues or pleural space". It was reported that surgery will be required at a later date to remove the device fragment and hospitalization will likely occur at that time. No other adverse events have been reported due to this occurrence. It should be noted the patient had bilateral chest tubes. The left catheter was placed within an hour of the right. The left catheter was removed after the right, on the same day, without issue. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection of returned product, were conducted during the investigation. The complaint product was not returned; however, two unused and sealed sets were returned to the manufacturer for evaluation on 25apr2022. Both packages were opened, and a visual inspection found no damage to either set. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. A sales report identified six possible lots: (10294437, 10254372, 10323281, 13356468, 9302069, and 9486861), and a review of the device history record (DHR) for these lots found no relevant nonconformances that could have contributed to the report failure mode. Component lot: ic9116762 found one relevant nonconformance, in which one out of shape device was scrapped prior to further processing. It should be noted that there were no other complaints associated with the six identified final product lot numbers. Cook did not find evidence nonconforming material in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, c_t_ppd_rev4. In the warnings section it states: the wire guide should always advance without impedance to avoid perforation of any surrounding structures. The wire guide should always extend beyond the catheter tip to avoid perforation of any surrounding structures. In the precautions section it states: a tfe-coated wire guide is recommended for a smoother catheter introduction. In the how supplied section it states: upon removal from package, inspect to ensure no damage has occurred. Evidence gathered upon review of the dmr, the DHR for the possible six lots, and with no return of the complaint device, cook was not able to determine the product out of specification. Based on the information provided, examination of the unused returned product and the results of our investigation, a definitive cause for the failure could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D4 - possible lot number: 13356468. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 05apr2022, it was reported that bilateral chest tubes were inserted due to a pneumothorax. Four days later, the pneumothorax appeared to be resolved on a chest x-ray. The right and left chest tubes were then removed. Three days later, a chest x-ray was obtained to follow up on the patient's lung status. It was then noted that the tip of the chest tube pigtail was still present on the right side. Additional x-ray views and an ultrasound were obtained. Surgery was consulted and noted that the tip will need to be removed from the patient after 1 year of age.